Event description:
It was reported during a pulmonary vein isolation procedure, the physician noted a decrease in the pt's blood pressure. An ultrasound confirmed a pericardial effusion. The effusion was not large enough to warrant a pericardiocentesis, but the procedure could not be completed. It is unk where in the heart the perforation occurred.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. A review of the device history record was not possible as the lot number for the device is unk. Based on the information provided to st. Jude medical, the cause for the reported effusion remains unk. (B)(4).